Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable) as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, when the intraocular lens (iol) was coming out of the cartridge, one haptic was stuck to the lens. Reportedly, while attempting to free the haptic, the lens was damaged and had to be removed from the eye. Another lens, same model but with higher dioptre (+19.0) was implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/20/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make the removal/explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.